Manufacturer narrative:
No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. While no sample was returned for this complaint report, the video provided by the customer was reviewed. A review of the video provided confirmed, product leakage. No occlusion was observed, fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. We could not ascertain the failure mode of the cassette device from the video. The root cause of the customer's complaint could not be conclusively determined. While we could observe leakage, we could not confirm, causality of the fluid leak from the video. Without the sample we are unable to verify, the condition of the sample. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. After an investigation of this complaint. It has been determined, that no action will be taken at this time, as a sample was not returned. And no root cause could be established. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the fluidics management system (fms) leaks saline during surgery. The surgery was completed and there was no patient harm.